Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a vizigo sheath. They advanced the qdot catheter into the vizigo sheath without any issues. There was a foreign object noticed on the tip of the qdot catheter, via ice. The qdot catheter and the vizigo sheath were both pulled back into the right atrium, and the foreign object was still present on the tip of the qdot catheter. When the qdot catheter and the vizigo sheath were removed from the body together, there was a "plastic strand" found on the tip of the qdot catheter, as well as partially inside the vizigo sheath. The vizigo sheath was flushed, and the reporter confirmed there were no other foreign objects present inside the vizigo sheath. The procedure was aborted. Additional information was received, and it was reported that the material was light colored with a transparent appearance. The material appeared to be a long thin strand of plastic that had been bound up. The patient was under general anesthesia. Transseptal puncture was performed prior to the case cancellation. The cancellation was out of precaution and the patient was discharged on the same day. With the information available, this event was assessed as MDR reportable malfunction. Since there was no report of extended hospitalization, no exacerbation of patient's disease, and no implication by the physician that risk was increased due to the cancellation, this event is not considered a MDR reportable adverse event. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and a borescope examination of the returned device were performed following bwi procedures. Visual analysis of the returned device revealed no damage observed. The inside of the sheath was examined with a borescope and part of the polytetrafluoroethylene (pt-fe) was observed. The shaft was dissected, and the pt-fe detached was confirmed. A device history review was performed for the finished device number lot 60000397 and no internal action related to the complaint was found during the review. The detached pt-fe could be related to the resistance with sheath and internal component exposed issues reported by the customer; therefore, the complaint was confirmed. The potential cause of the detached pt-fe could be related to the interaction of the vizigo sheath with the catheter during the procedure; however, this could not be conclusively determined. The instructions for use contain the following warning stated in the IFU: prior to inserting the device into the patient, pre-assemble the steerable sheath and dilator; the biosense webster carto vizigo 8.5f bi-directional guiding sheath is designed to interlock only with the dilator included in this package; do not remove dilator or catheter rapidly; during insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: corrected UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a vizigo sheath. They advanced the qdot catheter into the vizigo sheath without any issues. There was a foreign object noticed on the tip of the qdot catheter, via ice. The qdot catheter and the vizigo sheath were both pulled back into the right atrium, and the foreign object was still present on the tip of the qdot catheter. When the qdot catheter and the vizigo sheath were removed from the body together, there was a "plastic strand" found on the tip of the qdot catheter, as well as partially inside the vizigo sheath. The vizigo sheath was flushed, and the reporter confirmed there were no other foreign objects present inside the vizigo sheath. The procedure was aborted. Additional information was received, and it was reported that the material was light colored with a transparent appearance. The material appeared to be a long thin strand of plastic that had been bound up. The patient was under general anesthesia. Transseptal puncture was performed prior to the case cancellation. The cancellation was out of precaution and the patient was discharged on the same day. With the information available, this event was assessed as MDR reportable malfunction. Since there was no report of extended hospitalization, no exacerbation of patient's disease, and no implication by the physician that risk was increased due to the cancellation, this event is not considered a MDR reportable adverse event.

Manufacturer narrative:
Correction to follow up report #1 (B)(4). An updated device investigation has been included below: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and a borescope examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned device revealed that no damage was observed. The inside of the sheath was examined with a borescope and part of the polytetrafluoroethylene (pt-fe) was observed. The shaft was dissected and the pt-fe detached was confirmed. A device history review was performed for the finished device number lot 60000397 and no internal action related to the complaint was found during the review. The resistance with sheath and internal components exposed issues reported by the customer were confirmed. The ptfe detachment could be related to the procedure while the catheter or needle was introduced and/or removed from the sheath; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).